Event description:
It was reported via repair work order that the power load slide could not lock in the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the head end anchor paw was unable to extend and lock the head end of the cot into the transport position due to debris in the head end anchor paw. This could result in vibration at the head end during transport. The cot would still be secured to the fastening system by a fastener at the foot end of the unit.

Event description:
It was reported via repair work order that the power load slide could not lock in the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.